Manufacturer narrative:
(B)(4). The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device and a replace light warning was received when the jaws are fully or partially closed. The device was visually inspected and the proximal end of the leg of the electrode opposite to the active rod is not properly seated onto the ceramic, allowing the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have affected the sealing performance of the device. It is possible that a lack of adhesive along the surface of the ceramic could lead to adhesion failure.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device became not to seal the target tissue on the way. Another device was used to complete the case. There were no adverse consequences to the patient.